Event description:
A pump was infusing epinephrine gtt, lidocaine gtt, and maintenance IV fluid. The pump was secured to the IV pole when the clamp broke, causing the pump fall to the floor. The IV tubing snapped and patient did not receive the medications for about 10 minutes. The patient was stabilized in about 25 minutes.